Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4a1w5h) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. In addition, during troubleshooting caller mentioned a possibility of contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving a high reading on their adc meter. Caller reported a high adc reading of 433 mg/dl as compared to a laboratory result of 106 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported reading was found in the meter's memory.